Event description:
The customer's father reported via phone call that the customer had a broken belt clip. Customer's blood glucose was 495 mg/dl. Customer stated that part of the belt clip snapped off. Customer was in gym class and while she was running, it broke. Customer will be sent a replacement belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.